Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had about 50% pain reduction during the trial and opted to have a permanent implant implanted. It was noted that the patient had experienced differences in stimulation between lying and standing, so the hcp decided to use a restore sensor. The procedure was completed successfully and the patient was glad with the programming. Once home the patient changed her mind and reported having a lot of changes in stimulation, even when changing the position of her head, and pain at the ins location. The patient came back to the clinic and was reprogrammed two times. Each time the programming was ok for her, but she didn't like the stimulator and wanted the hcp to explant it, even after being referred to a psychosomatic doctor. The patient met with an ethics committee, and talked for a long time, but still wanted to explant the stimulator. The hcp went ahead with the explant, and it was noted that there were no patient symptoms / injuries related to the event.

Manufacturer narrative:
Analysis of the neurostimulator model 37714, serial (B)(4) found no anomaly. Analysis of the plug model 3550-29, lot unknown found no anomaly. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.